Event description:
Covidien formerly tyco healthcare received a report in 2008 that the unit displayed an error code 517. Following the testing on the unit the following month, it was identified that the unit did not provide an audio tone. There was no pt harm reported.

Manufacturer narrative:
The failure of no audio was isolated to the main pcb. The mfg facility has initiated a corrective and preventative action associated with the confirmed failure.